Event description:
Pt was using a conserving device manufactured by victor medical. Device was set on conserve but suddenly changed to a continuous flow while still being set on conserve. Pt was 2 hours away from home with no oxygen.